Event description:
The reporter indicated that 12.6mm vticmo 12.6 implantable collamer lens of -11.5/1.5/115 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. Claim # (B)(4).

Manufacturer narrative:
D6b: date corrected to say 22-dec-2021. Claim# (B)(4).